Manufacturer narrative:
The ventilator was investigated by our field service engineer. The service engineer reseated all pc boards and reloaded the software and settings. The ventilator was re-started and a pre-use check with a passing result was performed. No parts were replaced and the unit has been cleared for clinical use. The evaluation of the received device logs confirms a single occurrence of the reported error code. The error code is related to an internal memory error. If the code disappears after restart and no other alarms are generated it is a momentarily error. No alarms were generated after startup and pre-use check was passed. The root cause of the reported error code has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error and stop of ventilation. There was no patient involvement. (B)(4).